Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced cardiac arrhythmia on (B)(6) 2022. The patient experienced non-sustained ventricular tachycardia and was shocked by cardiac resynchronization therapy defibrillation. The non-sustained ventricular tachycardia persisted and was treated with amiodarone orally and by intravenous administration. The event resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the arrhythmia was not due to clinical compromise. The patient had a history of arrhythmia prior to implant. The arrhythmia was not device related and likely due to underlying diseases. It was noted that the patient had an implantable cardioverter defibrillator prior to implant.